Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-13009.  The valve was returned partially crimped on inflation balloon. The returned devices were visually inspected for any abnormalities and the following observations were made:  crimped valve; one (1) strut bent outward on inflow side. Multiple struts were exposed through skirt, normal after crimped and used; post-expanded valve:  valve appears canted post deployment. All leaflets dehydrated and wrinkled due to the storage condition (prolong crimping) during the return handling process; no bent strut observed on outflow side post deployment since the bent strut was corrected; valve struts exposed through skirt, normal after crimping and use. No functional or dimensional testing was able to be performed due to device return condition. During manufacturing, the valve frames are 100% visually inspected by both manufacturing and quality for any defects.  After cleaning and drying cycle, the valve frames are 100% visually inspected under a minimum 10x magnification for deformation, grooves, broken strut and scratches. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging. These inspections during the manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.  A review of lot history revealed no other complaints for frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged during use was confirmed based on the return product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. Per report, the resistance was likely caused by vessel tortuosity. Vessel tortuosity  created a challenging pathway during delivery system insertion through the sheath, and lead to resistance with high push force. If excessive force is applied to overcome the resistance, it can lead to the valve struts catching within the sheath and result in observed bent strut. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A corrective/preventive action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment was initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration. A CAPA has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 ultra valve, upon insertion of the delivery system, high push force was noticed approximately half way into the sheath. During troubleshooting maneuvers, the sheath kinked and the system became stuck in the sheath. The entire system was removed successfully. Upon inspection of the device after removal, damage to the sheath liner was visible.  A new system was prepared and the valve was implanted with good results. There was no patient injury.  As per medical opinion the resistance was caused by vessel tortuosity during pre-decontamination evaluation, sheath shaft tip torn and one valve frame strut bent outward was observed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.